Event description:
It was reported via litigation notice that a cot allegedly became "stuck" in the cot fastener while a patient was onboard. The emt reportedly sustained injuries. No adverse consequence to the patient reported.

Manufacturer narrative:
Due to pending litigation, injury is assumed. The cot cannot be examined and a conclusion cannot be drawn.